Event description:
It was reported that the patient was charging the ipg more often and for longer periods of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.